Manufacturer narrative:
Event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline power fault alarms before that resolved by the site "resetting" the device.